Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of more than 500 mg/dl and delivered an unknown amount of rapid insulin resulting in hypoglycemia symptoms. The timeframe between the insulin taken and the hypoglycemia symptoms was unknown. The patient experienced symptoms of pale, asleep, sweaty, cold, and spoke incidentally. The patient's daughter provided her with treatment. The type of treatment provided was unknown. The patient was not taken to a medical facility.